Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 4, 2017: legal medical records received. Pfs alleges pain and tightness in thigh area. After review of the medical records for the MDR reportability, patient states that his strength and range of motion decreased and had stiffness. Patient had an uncemented implant on metal on metal articulation. X-rays showed a femoral component loosening. Operative notes noted a black and green staining of the synovium in keeping with metal debris. The femoral component was found to be loose and easily extracted from the canal. Stem has been added due to femoral loosening. This was updated on may 5, 2017. Has been added due to damage during operation. This was updated on may 5, 2017.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem and elevated metal ions. Updated associated contacts, added patient harm and update product details. Added date of implant and corrected date of revision. Doi: (B)(6)2009 - dor: (B)(6)2016 (right hip)